Event description:
Dr feels that the valve may be malfunctioned. Pt was doing well until ventricles became enlarged. Pt's ventricle remained unchange despite changing pressure level settings. Implanted a low level pressure valve instead.

Manufacturer narrative:
The device has not been returned to the manufacturer.